Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar instrument was analyzed and found to have damaged conductor wire insulation at the yaw pulley. There was a pinch on the insulation, and the internal conductor wires were exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument passed the electrical continuity test. The complaint regarding a damaged energy wire was confirmed by failure analysis.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument had a damaged conductor wire at distal tip. There were no reports of patient injury. Isi followed up with the initial reporter and obtained the following additional information: the conductor wire damage on fenestrated bipolar forceps instrument was noted upon its arrival to the decontamination area. Instrument was inspected prior to use with no damage to be observed. Instrument had a damaged insulation. It was unknown if there was a loss of cautery due to insulation damage. There were no signs of thermal damage at the site of insulation damage. The procedure was completed with same instrument. No fragment fell into the patient. Instrument was not inspected after the procedure. The instrument was returned to isi for investigation. Photographic images were not available for evaluation.